Manufacturer narrative:
Age at time of event : 18 years of older. (B)(4). Device evaluated by MFR. Unit received in a decontamination pouch, overall visual did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer. There is a kink in the device approximately 12mm from the distal tip in the neutral position. The kink is between r1 and r2. There is body fluid on the edges of ring 1; the seal is compromised. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The catheter was placed on the curve template and the device failed the left curve test. The distal section was dissected. There is a small amount of body fluid in the interior of the sheath. The kevlar wrap is displaced and the center support is bent. Both of the steering wires are detached; one of the steering wires has retracted under the kevlar wrap. There is evidence of solder on both sides of the center support and both detached steering wires. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on returned device analysis completed (B)(6) 2016. It was reported that tip damage occurred. The procedure was indicated due to atrial flutter. An intellatip mifi xp temperature ablation catheter was used. During the procedure, the tip of the catheter was noticed to have an abnormal curve which resulted in limited deflection/rotation of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed ring 1 seal was compromised.